Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. Patient was advised to reset the device and the reported issue was not resolved. At the time of contact patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.